Event description:
It was reported that during an unk procedure, the device failed to close and discharge staples. Some drivers are up, but there are some staples still in the cartridge. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.